Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm, model #: sc-4316, lot #: 16781142, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the reason for explant was due to inadequate stimulation.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason. No device malfunction was suspected.